Event description:
Report from baxter states " a flow stop occurred during infusion (unknown delay) and was noticed when the patient came at hospital after the 7 days. No clinical consequences but the patient did not receive the treatment as planned." The device contained 5fu and 5% dextrose for an unknown total fill volume. Although requested, reporter states additional information is not available.